Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One dispensed needle suture combination and one empty labeled winding former outside the foil packet were received for analysis. During the visual inspection of the sample, marks likely caused by a surgical instrument were noted on the needle. The suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was likely caused by excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached as on what caused the reported complaint. For the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During an unknown surgery, it was found that there had been no loop on the suture when the package was opened before use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.